Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine device change out procedure, an insulation anomaly was noted on the right atrial lead. After the physician repaired the lead with the repair kit and connected to the new device, the lead exhibited loss of sensing and low pacing impedance. The lead was capped and replaced. The procedure was completed successfully without adverse consequences to the patient. The patient's condition was good post procedure.